Event description:
Pt claims to have t-sling implanted on (B)(6) 2008. On (B)(6) 2008, a sparc sling was implanted. Pt claims recurrence and dyspareunia. This pt event was reported to caldera medical by an attorney. Caldera products have not been identified in the documents we received, however, as a precautionary measure, caldera medical is filing this report.